Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to oversensing and a sudden increase in impedance measurements from 700 to 1800 ohms. No inappropriate therapy was received. No adverse patient effects were reported.